Event description:
The recipient has reportedly experienced sound quality issues with use of the device. Imaging revealed the electrode array migrated out of the cochlea. The recipient discontinued use of the device. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis test revealed presence of nitrogen level above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.